Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with bent cannulas that led to the insulin pump alarming no delivery. Event has occurred with three different infusion sets. Customers' blood glucose was 220 mg/dl. Customer's father resolved issued with a set change from a new lot number and was unable to troubleshoot. No further information reported.